Event description:
The facility representative reported a flogard infusion pump that does not work. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "equipment does not work" was confirmed during evaluation as f73 because it is the most likely problem experienced by the customer, as it occurred when service was performing functional testing. Quality engineering determined that the cause was due to a defective cpu board, which was replaced to resolve the issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.